Event description:
It was reported that two unknown size implant unknown mentor breast implants were reported as faulty or defective. There was no additional information, patient consequences or procedure delays reported. No additional information is available at this time. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that two unknown size implant unknown mentor breast implants were reported as faulty or defective. There was no additional information, patient consequences or procedure delays reported. No additional information is available at this time. The type of device involved is unknown, and the gel common device name/procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2022, mentor became aware that date of event was (B)(6) 2021. It has been added to field b3 on this form. On september 11, 2022, video analysis was completed as follows: upon visual evaluation of the video and image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. His supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 18, 2022, and august 23, 2022, mentor became aware of the following and corresponding fields have been updated on this form: - is product problem has been selected under field b1 since patient experienced bilateral rupture - is required intervention has been selected under section b; field b2 - field d1 for brand name has been updated to mentor memorygel breast implant - d4 for catalog number has been updated to "3506004bc" - field d4 for lot number has been updated to "5727511" - field d4 for unique identifier( UDI) has been updated to (B)(4). - date of bilateral removal surgery was (B)(6) 2022. Hence, field d6b has been updated to (B)(6) 2022 - field g4 for PMA/ 510(k) has been updated to "p030053" - type of reportable event under field h1 has been updated to "serious injury" - patient experienced bilateral ruptures and capsular contracture, baker grade iii; clinical and device problem code have been updated under fields h6. - field h6 health effect - impact code ¿device explantation¿ has been added - field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture, and capsular contracture, baker grade iii since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 5, 2023, mentor became aware that date of implant (received on (B)(6) 2022, was inadvertently missed under previous submission (submitted (B)(6) 2022. It has been add under field d6a on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4), d6a date of implant added (missing under last submission).